Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. The customer¿s blood glucose level was 130 mg/dl. Tandem technical support (cts) discovered the customer was not practicing the proper air removal technique. Cts reminded the customer to do so as this was off label. Multiple attempts were made by cts to follow up with the customer; however, all were unsuccessful.